Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the fenestrated bipolar forceps instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during central processing, the conductor wire on a fenestrated bipolar forceps instrument was loose, broken, or disconnected. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified after cleaning and before sterilization. The black conductor wire insulation was found to be peeled off, and the internal wire was exposed. When the fenestrated bipolar forceps instrument was used in the last procedure, the instrument was inspected prior to use with no issue. It was not known if there was loss of cautery, signs of thermal damage or if there was any fragment falling inside the patient. Isi has received the fenestrated bipolar forceps instrument involved with this complaint; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have damage to the conductor wire¿s insulation. Visual inspection found the wire not exposed. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional and released energy normally. Further investigation found scratch marks/abrasions on the instrument yaw pulley.

Event description:
Refer to h10/h11 for follow-up information.